Event description:
The patient reported that subsequent to the implant of a protegen sling, they experienced bleeding. Vaginal discharge, pain, leakage and infection. Pt reported receiving a contigen injection in 1999. Pt reported the device was removed. The device was not returned for evaluation. Co's directions for use outline as potential complications: "infection..."